Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, a product investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing records review for the reported event was not performed as lot number of the complaint product was unknown, not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient called and reported that she experienced irritation in her eyes with the use of consept onestep. She cared for her lenses according to the directions for use and wore the lenses. Her doctor diagnosed no problem with her yes; and did prescribe eye drops. The name and type of drops was not provided. The event involved a 60 ml bottle; which the patient stated that she discarded. Tablets are used with the solution and a separate MDR will be filed for the tablets. Patient additionally reported use of a 300ml bottle of solution. Another MDR will be filed to report use of this product.